Event description:
(B)(4). Initial report: this non-serious case from (B)(6) was reported by a physician to our local affiliate (B)(4). This case involves a female, pt, who's last treatment with poly-l-lactic acid (sculptra) was on (B)(6) 2007 (dosage, indication nos). Relevant medical history and concomitant medication info were not mentioned. The physician reported that the pt presented to the clinician on (B)(6) 2008 with multiple papules and nodules. Event outcome is unk. Reporter's causality: not specified.